Manufacturer narrative:
During investigation of this event, the health care professional (hcp) indicated that the light intensity start value for the microscope was set to 76%. The hcp further stated that the patient's skin was exposed to the xenon light for 1 hour, 20 minutes at a focal distance of 250 mm. High light intensity supports a burn of surrounding tissue, especially if a short focal distance is used for a long duration. The user manual (g-30-1458-en, issue 9.1, pages 22-24) discusses in detail the different factors that can influence the risk of burns and recommends measures to prevent them. - (B)(4).

Event description:
The health care professional (hcp) reported that a patient sustained a third degree burn during a tympanomastoidectomy procedure in which an opmi pentero microscope was used. The 2.0 x 2.5 cm burn was located on the back of the ear above the surgical area. The burn was recognized intraoperatively and required excision and repair.